Event description:
Information was received that a smiths medical cadd legacy plus infusion pump had a "no message" alarm and after that, a "no disposable, pump won't run" alarm followed. No patient injury resulted.